Event description:
It was reported that the patient had an infection with swelling and redness at the implantable pulse generator (ipg) site. The physician performed a pocket site washout. The patient was treated with antibiotics- unknown whether oral or IV antibiotics. The type of infection is unknown, and it is unclear whether a culture was performed. There was no report of patient harm or injury. The device remains implanted and functional. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4).